Event description:
It was reported that the wire became stuck inside the balloon. A 200cm v-18 control wire and a 2.5mm x 60mm x 90cm sterling were selected for a procedure. While advancing the balloon on the guidewire, the guidewire became stuck inside the balloon. The device was removed. No patient complications were reported. It was further reported that this was a recanalization procedure for an occlusion in the leg. A 2.5mm x 120mm x 90cm sterling was used to complete the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection found that the distal tip was bent and kinked. Dimensional inspection of the overall length and outer diameters was performed and found the device was within specification.

Event description:
It was reported that the wire became stuck inside the balloon. A 200cm v-18 control wire and a 2.5mm x 60mm x 90cm sterling were selected for a procedure. While advancing the balloon on the guidewire, the guidewire became stuck inside the balloon. The device was removed. No patient complications were reported. It was further reported that this was a recanalization procedure for an occlusion in the leg. A 2.5mm x 120mm x 90cm sterling was used to complete the procedure.

Manufacturer narrative:
Date of event was unknown. Used first date of the month the event was reported.

Event description:
It was reported that the wire became stuck inside the balloon. A 200cm v-18 control wire and a 2.5mm x 60mm x 90cm sterling were selected for a procedure. While advancing the balloon on the guidewire, the guidewire became stuck inside the balloon. The device was removed. No patient complications were reported.